Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target lesion was 18 millimeters (mm) in size and located in the right upper lobe, a few millimeters from the pleura. The procedure was completed as planned with no delays. Upon waking up from general anesthesia, the patient was asymptomatic. A chest x ray was performed after the procedure and identified a moderately sized pneumothorax in the left lung; a chest tube was placed to resolve the issue. The patient was admitted for a day, then the chest tube was removed, and the patient was discharged home. The physician believes that the pneumothorax was caused by barotrauma from the ventilator, and it would have occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.